Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with glucose values exceeding 500 mg/dl while using an ilet system with a 23" teflon 6 mm infusion set, despite two infusion set changes and subsequent disconnection from the device to administer a manual insulin injection per their action plan. Symptoms included high blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included continued elevated glucose for several hours, reconnection to therapy, cgm replacement, and eventual return to near-target glucose. Investigation included remote troubleshooting, review of user-reported glucose trends and alerts, confirmation of backup therapy use, and shipment of replacement infusion sets and samples of steel sets, as well as connectors and cartridges. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia of unclear cause and possible infusion site or set performance issues not verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.